Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem would not power on.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (would not power on) has been confirmed. As received, the charger was unable to power on. Upon evaluation, the charger exhibited a failure at flash memory bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, q1 was internally shorted on the bedside board. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.